Manufacturer narrative:
B2: patient passed out, back being out 28 degrees. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
2025-feb-13: information was received from a patient who was implanted with an implantable neurostimulator (ins). Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported that the device hadn't been working for them. Patient said the stimulator had worked off and on, but now it had just stopped working and they were passing out. Patient stated the device was doing them more harm than it was good. Patient also mentioned that they would be walking and give out and fall and their back was out 28 degrees. Patient stated they just want the implant removed. The patient was redirected to their healthcare provider to further address the issue. Patient stated when they were implanted nobody monitored their device, and the equipment does not work now. 2025-feb-26: additional information received from patient who reports they needed everything to be replaced and upgraded. Patient stated the device half works, their pain is at a 7. Patient is going to find a healthcare provider (hcp) to replace their system. They currently do not have a managing hcp. When asked if the symptoms (passing out, falling, back being out 28 degrees) was related to the device patient stated they were implanted in 2017 and needed upgraded equipment.